Event description:
High right atrial (ra) output and <100 ohm right ventricular (rv) impedance. The ventricular capture management trend shows a history of high thresholds and high pacing outputs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146713.